Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported to baxter that the reservoir of an intermate sv 100 device had ruptured. It is unknown when this event occurred. However, it is known that this event did not occur during patient use and, therefore, no patient injury or medical intervention is associated with the reported condition. No additional information is available.